Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet touchscreen became unresponsive, allowing the screen to wake but not permitting swiping to unlock or tapping the insulin cartridge icon, and the pump was not connected to the app. Symptoms included no reported adverse clinical effects. Outcomes included no interruption requiring medical care and no hospitalization. Investigation included collection of device history and initiation of device replacement for further assessment. Investigation of this case revealed a suspected touchscreen responsiveness malfunction affecting user interface interaction, consistent with a device hardware or display input issue. It was concluded, based on previously established findings for similar reports, that the cause was likely a device malfunction related to the touchscreen interface.